Event description:
This incident was reported by the distributor, (B)(4), for an event that occurred at one of their subsidiary locations in the dutch market. Limited information has been made available. Note that the distributor is located in the UK, however, the subsidiary location (customer), end user (patient), and event are located in the netherlands. Contact details for the customer and/or patient have not been provided by the distributor. According to the details provided, the patient experienced an unspecified eye infection in both eyes (ou) approximately two weeks into lens after a new purchase. The ophthalmologist (md) reported to the distributor the presence of dry spots and corneal damage. The md treated the patient with chloramphenicol, and the issues have since resolved. Good faith efforts have been made to obtain additional information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the eye infection of unknown type or severity and potential for serious injury related to ocular infections. Should further information become available, a follow-up report will be submitted as appropriate. This incident involves both right and left eye and patient was wearing a different device model in each eye. Please refer to linked manufacturer report (B)(6): 9614392-2024-00034 for second associated incident report.

Manufacturer narrative:
No device sample was returned for manufacturer analysis. Investigation of the provided lot number found no issues or non-conformances and no trends were identified. No root cause could be established. The relationship between the coopervision device and the event is unconfirmed. Should additional information become available, a follow-up report will be submitted as appropriated. This incident involves both right and left eye and patient was wearing a different device model in each eye. Please refer to linked manufacturer report (B)(6): 9614392-2024-00034 for second associated incident report.